Manufacturer narrative:
None of the instruments used in this procedure will be returned to isi for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. Advanced failure analysis team reviewed the photographic image that was received, and it was reported that the image was not clear enough to identify the source of the fragment. On a site ID query for the date of the event of (B)(6) 2018, all the energy instruments used in that procedure were confirmed to be used in subsequent procedures. However, the vessel sealer instrument used is a single use instrument, and there was one of the fenestrated bipolar instrument used was on its last life. Based on the information provided at this time, this complaint is being reported because all fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. The surgeon did state that the fragment could not be from any of the davinci instruments or device and did not allege any malfunction of the davinci instruments. However, this incident is reported since the source of the retrieved fragment is unknown.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, it was alleged that a small piece of insulated wire was found inside the patient. The site was unsure where the piece came from, as all instruments were working correctly. After the was retrieved in the same procedure, the instruments in use were removed as a precaution. The procedure was completed with no reported injury. Isi contacted the clinical territory associate (cta) and obtained the following information regarding the reported event: it was reported that during a da vinci-assisted hysterectomy surgical procedure, the surgeon noticed a small fragment inside the patient and it was retrieved right away with a davinci instrument. The surgeon stated that he does not believe that the fragment that was retrieved was from any of the davinci instruments or device. The surgeon did test the fenestrated bipolar and the vessel sealer instruments that were in use, and it was reportedly working fine with no issues; however, just as a precaution the surgeon replaced the instruments. It was also confirmed that the site will not be returning any of the instruments since the instruments in use moved intuitively with a full range of motion in all directions. It was confirmed that the instruments did not make contact with another instrument or other hard material during the procedure. The instruments were inspected prior to use. The instruments were only removed when the fragment was being removed. It was confirmed that the instrument wrists were straightened upon removal. There were no post-operative tests done to check for remaining fragments. There is no video recording available for review. However, the source of the retrieved fragment is unknown. At this time it is unknown if the patient has undergone any other procedures in the past.